Event description:
Pt went into cardiac arrest. Crash cart brought to room. Disposable ambu bag wouldn't inflate; had to obtain replacement (took approx one-two minutes). Code carried out but pt expired. Unsure if one-two minutes delay impacted outcome or not.